Event description:
Ge healthcare received a report from the foreign competent authorities, which stated that a large patient sustained burns on the elbows during a mr exam. The patient's elbows were touching the bore of the magnet.

Manufacturer narrative:
The operator manual for the mr system defines proper patient positioning and padding to mitigate warning during mr scans. The vigilance report received by ge did not contain info on both the patient and the ge device involved in the incident. Should add'l info become available, a supplemental report will be provided.